Manufacturer narrative:
Additional information was obtained from the surgeon that there was no patient complaints against him regarding any robotic hernia repair in his whole career. The information from the article was incorrect, and taken out of context and fabricated based on erroneous information. Neither any patient nor procedure detail was available to disclose as no such complication occurred. Another patient that was in a different hospital whom received an intraoperative repair during the procedure, went through the18-month follow up with no complications and did very well. There was no hernia recurrence or any other issues. The surgeon did not disclose if the procedure was performed robotically or non-robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information available, there is no indication or report that a davinci product caused or contributed to the reported post-operative complication. A review of the site's system logs for the reported procedure date showed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This medwatch report (patient identifier # (B)(6)) is submitted for an operative complication. Separate medwatch reports (patient identifier (B)(6)) are submitted for other operative complications mentioned in the same article. Section e initial reporter: this section documents the reporter name as an author of the newspaper article. The site name and address information documents the information for the hospital where the robotic procedure was performed. Source of article: (B)(4).

Event description:
According to a newspaper article, a patient who underwent a da vinci assisted component separation procedure experienced an intra-operative complication. The specifics of the damage was not provided, but the surgeon had to repair it during the procedure. The patient had been followed-up for 18 months and had not experienced any post-operative complications. There were no malfunctions of da vinci systems, instruments or accessories reported in the article.